Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product, however, the device has not been identified, nor has the analysis been completed at this time. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional initially reported "the catheter [of a lap-band device] disconnected from the port when it was being implanted." Further information was obtained from the health professional that clarified that the device was implanted and after an adjustment, the pt reported no restriction. An x-ray confirmed the "catheter was disconnected." The "port tubing other had become disconnected from the 'port tubing ss.' Their connection appeared unusually loose."